Event description:
The customer reported the system froze and a system message displayed. The remote would not work. The surgeon stated that when she went to make a grove in the cataract; it was much denser than she anticipated. She asked the staff to change the setting to a +2 cataract mode. The staff followed her instructions. The system then started beeping and the bottle height changed positions several times. The surgeon had the staff reboot the system, which did not solve the initial issue. The surgeon converted to an ecce. Seven sutures were used to close the wound. The pt was reported to be stable and cooperative.

Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the complaint. The host module was replaced for diagnostic purposes and sent for in house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 09/12/2008.